Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a warning for low impedance a week after the implant procedure. The lv impedance has returned to a normal range and the lv lead remains in use. No patient complications have been reported as a result of this event.